Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "black spot/ foreign material" was found before use inside the needle hub of the bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that "black spot/ foreign material" was found before use inside the needle hub of the bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention noted.

Event description:
It was reported that "black spot/ foreign material" was found before use inside the needle hub of the bd precisionglide¿ needle. There was no report of exposure, injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: a sample was received for evaluation. The sample was received in the original package that had been opened. A visual inspection of the returned sample shows a piece of black foreign matter greater than a level three on the inner diameter of the hub. The fm appears to be dislodged lube gel from the assembly line. No corrective actions required at this time, defect rate is within allowed quality limits per bd¿s specifications. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches related to foreign matter. Investigation conclusion: the fm appears to be dislodged lube gel from the assembly line. While the fm does exceed the acceptable size limit, it does not exceed the 0.65% aql for fm. One defect from the assembly batch is a defect rate of (B)(4). No corrective action is required at this time. No CAPA is required.